Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: int urogynecol j. 2008; 19: 261¿266. Doi: 10.1007/s00192-007-0416-7. (B)(4).

Event description:
It was reported in a journal article with title: partial colpocleisis for the treatment of sacrocolpopexy mesh erosions. The purpose of this study is to describe the outcomes of partial colpocleisis for mesh erosions after sarocolpopexy. The authors retrospectively reviewed 499 sacral colpopexies and treated 21 patients (age: 50.9 ± 11.1 years; all female patients; bmi: 27.9 ± 5.3) for mesh erosion, including referrals. Graft material used in the initial sacrocolpopexy surgery included mersilene braided polyester (ethicon) in 13 patients and prolene woven polypropylene (ethicon) in 7 patients. In both groups, reported complications included mesh erosion (n-20) which were treated initially by either intravaginal estrogen cream and/or trimming of the exposed mesh. All cases that did not respond to office treatment underwent vaginal excision of the exposed mesh and partial colpocleisis. This study describes a successful technique for the initial management of vaginal mesh erosion after sacrocolpopexy. Although the reasons for surgical failure after mesh excision may be multifactorial, the authors identified smoking and concurrent actinomyces infection as risk factors for recurrent erosion and morbidity. The results presented in this study provide important implications to consider when counseling patients about the success of surgical management and possible complications of persistent mesh erosions after abdominal sacrocolpopexy. Based on experience, the authors recommended the initial surgical option for mesh resection to be performed vaginally, as described.